Event description:
On (B)(6) 2026, the patient sought emergency medical attention while wearing an omnipod system. The patient reported difficulty pairing a sensor, resulting in the system being unable to operate in automated mode. The patient experienced generalized pain, nausea, and malaise, with a fingerstick blood glucose value reported to be greater than 600 mg/dl. The patient was diagnosed with hyperglycemia. Treatment included administration of insulin and intravenous fluids in the emergency department. The patient was discharged the same day, with blood glucose reportedly reduced to the 300 mg/dl range.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.